Event description:
The surgeon was advancing a 21.0 diopter aspheric three piece collamer lens in the injector, and the lens tore. They reported it was due to the injector. No patient contact.

Manufacturer narrative:
The product pertaining to this claim was not returned; however, the lens was received and a visual inspection shows there is a tear in one haptic/optic junction and the haptic is bent. There is clear surgical residue on the lens. It should be noted that the cartridge was not returned for evaluation. Evaluation codes: conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.